Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were performing splenosentesis in an open spleenectomy, they were able to load the device normally and opened the green firing insurance and unable to squeeze the handle but the device could not be fired. When they fired the device the blade was pushed once time and it would not continue to be pushed. They continued to fire and a clicking sound was heard. They then stopped firing, and they had difficulty unloading the device. They replaced the reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted that the reload was partially fired to the 3cm cut line. Functional testing could not be performed as the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.